Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. On (B)(6) 2024, patient complained about infusion set that fell off during use. The insertion site was at buttocks. The infusion set fell off on first day of insertion while playing. No further information available.